Event description:
Implants causing multiple problems in my body. Autoimmune, sensory, chronic fatigue syndrome, fibromyalgia, irritable bowel syndrome, etc¿linked to breast implants illness. Route: given into/under the skin. Dates of use: 22 years. Event abated after use stopped or dose reduced? No. Is the product compounded? No. Is the product over-the-counter? No.